Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of adverse reaction ('list of effects she has') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. The reporter commented: she is requesting removal of the essure device, and attributes the list of effects to the device. Amendment: the report was amended for the following reason: case upgraded to serious-incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On 16-mar-2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she requested removal of the essure device, and attributes the list of effects to the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality-safety evaluation of ptc. On 4-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 29-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she requested removal of the essure device, and attributes the list of effects to the device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2021: ha number received - (B)(4). No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she is requesting removal of the essure device, and attributes the list of effects to the device. Most recent follow-up information incorporated above includes: on 11-feb-2020: previously reported event "list of effects she has" was updated to "medical device removal"; essure was removed on (B)(6) 2016. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.